Event description:
On april 26 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an ¿apply sample¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 07:40am. The patient detailed that she manages her diabetes with metformin pills and on (B)(6) 2015 she consumed more food or drink in response to the alleged issue. The patient claimed that she developed a symptom of feeling ¿jittery¿, an unknown time after the alleged issue however denied that she received any treatment. At the time of troubleshooting the cca noted that the test strip did not completely draw in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms that could be suggestive of a hypoglycemic event, after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.